Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issues occurred due to a poor connection with the hubs (processors). However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported that, during demonstration using the subject device, there was a loose wire connection to the hub and the image was poor. There was no harm or user injury reported due to the event.